Manufacturer narrative:
Bayer case number: (B)(4) the patient still had pelvic pain [pelvic pain female] migraines [migraine] headaches [headache] asthenia [asthenia] diffuse musculoskeletal pain [musculoskeletal pain] urinary disorders like burning during urination [burning micturition] pollakiuria [pollakiuria] diffuse pain [diffuse pain] chest pain [chest pain] spreading to the jaw and the back [jaw pain] back pain [back pain] high blood pressure [blood pressure high] tinnitus [tinnitus] headache [headache] vomiting [vomiting] tendinopathy [tendinopathy] kidney failure [kidney failure] uterine leiomyofibromas [uterine leiomyoma] hypotrophic endometrium [endometrial atrophy] subacute atrophic cervicitis [cervicitis] tubal walls slightly congestive [fallopian tube congestion] fever [fever] pain in the left iliac fossa [iliac fossa pain] abdominal (epigastric) pain [pain epigastric] gerd [gerd] cough [cough] neck pain. [Neck pain] essure in place patient had pain [procedural pain]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("the patient still had pelvic pain") in a 40-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of de quervain thyroiditis in 2023 and gerd, blood pressure high, skin rash, dyslipidemia, tobacco user, hepatitis a, gilbert's syndrome, endobrachyoesophagus, hiatal hernia, peritonitis, appendicectomy and parity 1 (2006 by vaginal delivery). Previously administered products included: nova t. The patient had a family history of breast cancer (cousin) and thyroid cancer (maternal uncle). Concomitant products included ketoprofen (ketoprofen lysine), loxen (nicardipine hydrochloride) and rabeprazole (rabeprazole sodium). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 10 days after essure insertion, she experienced migraine ("migraines"). On (B)(6) 2023 she experienced a first episode of headache ("headache") and vomiting ("vomiting"). In (B)(6) 2024 she experienced tendon disorder ("tendinopathy"). In (B)(6) 2025 she experienced renal failure ("kidney failure"). Essure was removed on (B)(6) 2025. On unknown date she experienced pelvic pain (seriousness criterion intervention required), a second episode of headache ("headaches"), asthenia ("asthenia"), musculoskeletal pain (" diffuse musculoskeletal pain"), dysuria ("urinary disorders like burning during urination"), pollakiuria ("pollakiuria"), pain ("diffuse pain"), chest pain ("chest pain"), pain in jaw ("spreading to the jaw and the back"), back pain ("back pain"), hypertension ("high blood pressure"), tinnitus ("tinnitus"), endometrial atrophy ("hypotrophic endometrium"), cervicitis ("subacute atrophic cervicitis"), fallopian tube congestion ("tubal walls slightly congestive"), pyrexia ("fever"), abdominal pain lower ("pain in the left iliac fossa"), abdominal pain upper ("abdominal (epigastric) pain"), gastrooesophageal reflux disease ("gerd"), cough ("cough"), neck pain ("neck pain.") And procedural pain ("essure in place patient had pain") and was found to have uterine leiomyoma ("uterine leiomyofibromas"). The patient was treated with ibuprofene as well as surgery ((total hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain had not resolved. The outcomes for migraine, asthenia, dysuria, pollakiuria, pain, chest pain, pain in jaw, back pain, tinnitus, vomiting, tendon disorder, renal failure, uterine leiomyoma, endometrial atrophy, cervicitis, fallopian tube congestion, pyrexia, abdominal pain lower, abdominal pain upper, gastrooesophageal reflux disease, cough, neck pain, procedural pain and the last episode of headache were unknown. The reporter considered abdominal pain lower, abdominal pain upper, asthenia, back pain, cervicitis, chest pain, cough, dysuria, endometrial atrophy, fallopian tube congestion, gastrooesophageal reflux disease, the first episode of headache, the second episode of headache, hypertension, migraine, musculoskeletal pain, neck pain, pain, pain in jaw, pelvic pain, pollakiuria, procedural pain, pyrexia, renal failure, tendon disorder, tinnitus, uterine leiomyoma and vomiting to be related to essure administration. The reporter commented: thickened uterine mucosa. 6 coils on the left side. 8 coils on the right side. Essure in place on (B)(6) 2016 (patient had pain). Diagnostic results (normal ranges are provided in parenthesis if available): [angiocardiogram] (date unknown): did not show any anomaly [computerised tomogram] on (B)(6) 2020: due to deterioration of general health status and diffuse pain. [Computerised tomogram head] on (B)(6) 2023: normal [ultrasound scan] on (B)(6) 2022: no finding; on (B)(6) 2025: essure visible on the right side [x-ray] on (B)(6) 2022: did not fin anomaly linked to neck pain quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: 10-feb-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) the patient still had pelvic pain [pelvic pain female] , migraines [migraine] , headaches [headache] , asthenia [asthenia] , diffuse musculoskeletal pain [musculoskeletal pain] , urinary disorders like burning during urination [burning micturition] , pollakiuria [pollakiuria] , diffuse pain [diffuse pain] , chest pain [chest pain] , spreading to the jaw and the back [jaw pain] , back pain [back pain], high blood pressure [blood pressure high] , tinnitus [tinnitus] , headache [headache] , vomiting [vomiting] , tendinopathy [tendinopathy] , kidney failure [kidney failure] , uterine leiomyofibromas [uterine leiomyoma] , hypotrophic endometrium [endometrial atrophy] , subacute atrophic cervicitis [cervicitis] , tubal walls slightly congestive [fallopian tube congestion] , fever [fever] , pain in the left iliac fossa [iliac fossa pain] , abdominal (epigastric) pain [pain epigastric] , gerd [gerd] , cough [cough] , neck pain. [Neck pain] , essure in place patient had pain [procedural pain] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("the patient still had pelvic pain") in a 40-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of de quervain thyroiditis in 2023 and gerd, blood pressure high, skin rash, dyslipidemia, tobacco user, hepatitis a, gilbert's syndrome, endobrachyoesophagus, hiatal hernia, peritonitis, appendicectomy and parity 1 (2006 by vaginal delivery). Previously administered products included: nova t. The patient had a family history of breast cancer (cousin) and thyroid cancer (maternal uncle). Concomitant products included ketoprofen (ketoprofen lysine), loxen (nicardipine hydrochloride) and rabeprazole (rabeprazole sodium). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 10 days after essure insertion, she experienced migraine ("migraines"). On (B)(6) 2023 she experienced a first episode of headache ("headache") and vomiting ("vomiting"). In (B)(6) 2024 she experienced tendon disorder ("tendinopathy"). In (B)(6) 2025 she experienced renal failure ("kidney failure"). Essure was removed on (B)(6) 2025. On unknown date she experienced pelvic pain (seriousness criterion intervention required), a second episode of headache ("headaches"), asthenia ("asthenia"), musculoskeletal pain (" diffuse musculoskeletal pain"), dysuria ("urinary disorders like burning during urination"), pollakiuria ("pollakiuria"), pain ("diffuse pain"), chest pain ("chest pain"), pain in jaw ("spreading to the jaw and the back"), back pain ("back pain"), hypertension ("high blood pressure"), tinnitus ("tinnitus"), endometrial atrophy ("hypotrophic endometrium"), cervicitis ("subacute atrophic cervicitis"), fallopian tube congestion ("tubal walls slightly congestive"), pyrexia ("fever"), abdominal pain lower ("pain in the left iliac fossa"), abdominal pain upper ("abdominal (epigastric) pain"), gastrooesophageal reflux disease ("gerd"), cough ("cough"), neck pain ("neck pain.") And procedural pain ("essure in place patient had pain") and was found to have uterine leiomyoma ("uterine leiomyofibromas"). The patient was treated with ibuprofene as well as surgery ((total hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain had not resolved. The outcomes for migraine, asthenia, dysuria, pollakiuria, pain, chest pain, pain in jaw, back pain, tinnitus, vomiting, tendon disorder, renal failure, uterine leiomyoma, endometrial atrophy, cervicitis, fallopian tube congestion, pyrexia, abdominal pain lower, abdominal pain upper, gastrooesophageal reflux disease, cough, neck pain, procedural pain and the last episode of headache were unknown. The reporter considered abdominal pain lower, abdominal pain upper, asthenia, back pain, cervicitis, chest pain, cough, dysuria, endometrial atrophy, fallopian tube congestion, gastrooesophageal reflux disease, the first episode of headache, the second episode of headache, hypertension, migraine, musculoskeletal pain, neck pain, pain, pain in jaw, pelvic pain, pollakiuria, procedural pain, pyrexia, renal failure, tendon disorder, tinnitus, uterine leiomyoma and vomiting to be related to essure administration. The reporter commented: thickened uterine mucosa 6 coils on the left side 8 coils on the right side essure in place on (B)(6) 2016 (patient had pain). Diagnostic results (normal ranges are provided in parenthesis if available): [angiocardiogram] (date unknown): did not show any anomaly [computerised tomogram] on (B)(6) 2020: due to deterioration of general health status and diffuse pain. [Computerised tomogram head] on (B)(6) 2023: normal [ultrasound scan] on (B)(6) 2022: no finding; on (B)(6) 2025: essure visible on the right side [x-ray] on (B)(6) 2022: did not fin anomaly linked to neck pain. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). The patient still had pelvic pain [pelvic pain female]. Migraines [migraine]. Headaches [headache]. Headaches [asthenia]. Diffuse musculoskeletal pain [musculoskeletal pain]. Urinary disorders like burning during urination [burning micturition]. Pollakiuria [pollakiuria]. Diffuse pain [diffuse pain]. Diffuse pain [chest pain]. Spreading to the jaw and the back [jaw pain]. Back pain [back pain]. High blood pressure [blood pressure high]. Tinnitus [tinnitus]. Headache [headache]. Vomiting [vomiting]. Tendinopathy [tendinopathy]. Kidney failure [kidney failure]. Uterine leiomyofibromas [uterine leiomyoma]. Hypotrophic endometrium [endometrial atrophy]. Subacute atrophic cervicitis [cervicitis]. Tubal walls slightly congestive [fallopian tube congestion]. Fever [fever]. Pain in the left iliac fossa [iliac fossa pain]. Abdominal (epigastric) pain [pain epigastric]. Gerd [gerd]. Cough [cough]. Neck pain. [Neck pain]. Essure in place patient had pain [procedural pain]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('the patient still had pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included de quervain thyroiditis on (B)(6) 2023, parity 1 (2006 by vaginal delivery), appendicectomy, peritonitis, hiatal hernia, endobrachyoesophagus, gilbert's syndrome, hepatitis a, tobacco user, dyslipidemia, skin rash, blood pressure high and gerd. Previously administered products included for an unreported indication: nova t. Family history included breast cancer (cousin) and thyroid cancer (maternal uncle). Concomitant products included ketoprofen lysine (ketoprofen), nicardipine hydrochloride (loxen) and rabeprazole sodium (rabeprazole an). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced migraine ("migraines"), 10 days after insertion of essure. On (B)(6) 2023, the patient experienced the first episode of headache ("headache") and vomiting ("vomiting"). On (B)(6) 2024, the patient experienced tendon disorder ("tendinopathy"). On (B)(6) 2025, the patient experienced renal failure ("kidney failure"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), the second episode of headache ("headaches"), asthenia ("headaches"), musculoskeletal pain ("diffuse musculoskeletal pain"), dysuria ("urinary disorders like burning during urination"), pollakiuria ("pollakiuria"), pain ("diffuse pain"), chest pain ("diffuse pain"), pain in jaw ("spreading to the jaw and the back"), back pain ("back pain"), hypertension ("high blood pressure"), tinnitus ("tinnitus"), endometrial atrophy ("hypotrophic endometrium"), cervicitis ("subacute atrophic cervicitis"), fallopian tube congestion ("tubal walls slightly congestive"), pyrexia ("fever"), abdominal pain lower ("pain in the left iliac fossa"), abdominal pain upper ("abdominal (epigastric) pain"), gastrooesophageal reflux disease ("gerd"), cough ("cough"), neck pain ("neck pain.") And procedural pain ("essure in place patient had pain") and was found to have uterine leiomyoma ("uterine leiomyofibromas"). The patient was treated with ibuprofen (ibuprofene) and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2025. At the time of the report, the pelvic pain had not resolved and the migraine, the last episode of headache, asthenia, dysuria, pollakiuria, pain, chest pain, pain in jaw, back pain, tinnitus, vomiting, tendon disorder, renal failure, uterine leiomyoma, endometrial atrophy, cervicitis, fallopian tube congestion, pyrexia, abdominal pain lower, abdominal pain upper, gastrooesophageal reflux disease, cough, neck pain and procedural pain outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, asthenia, back pain, cervicitis, chest pain, cough, dysuria, endometrial atrophy, fallopian tube congestion, gastrooesophageal reflux disease, hypertension, migraine, musculoskeletal pain, neck pain, pain, pain in jaw, pelvic pain, pollakiuria, procedural pain, pyrexia, renal failure, tendon disorder, tinnitus, uterine leiomyoma, vomiting, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: thickened uterine mucosa, 6 coils on the left side, 8 coils on the right side, essure in place on (B)(6) 2016 (patient had pain). Diagnostic results (normal ranges are provided in parenthesis if available): angiocardiogram: on an unknown date: did not show any anomaly. Computerised tomogram: on (B)(6) 2020: due to deterioration of general health status and diffuse pain. Computerised tomogram head: on (B)(6) 2023: normal. Ultrasound scan: on (B)(6) 2022: no finding; on (B)(6) 2025: essure visible on the right side. X-ray on (B)(6) 2022: did not fin anomaly linked to neck pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-feb-2026: pqs update of imdrf codes b, c and d. Upon receipt of new follow up it was noted that argus cases (B)(4) are duplicate of each other therefore argus case (B)(4) nullify from argus database. All source documents, references. Events, reporters, lab data & relevant information has been transferred to retention case. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) the patient still had pelvic pain [pelvic pain female] , migraines [migraine] , headaches [headache] , asthenia [asthenia] , diffuse musculoskeletal pain [musculoskeletal pain] , urinary disorders like burning during urination [burning micturition] , pollakiuria [pollakiuria] , diffuse pain [diffuse pain] , chest pain [chest pain] , spreading to the jaw and the back [jaw pain] , back pain [back pain], high blood pressure [blood pressure high] , tinnitus [tinnitus] , headache [headache] , vomiting [vomiting] , tendinopathy [tendinopathy] , kidney failure [kidney failure] , uterine leiomyofibromas [uterine leiomyoma] , hypotrophic endometrium [endometrial atrophy], subacute atrophic cervicitis [cervicitis] , tubal walls slightly congestive [fallopian tube congestion] , fever [fever] , pain in the left iliac fossa [iliac fossa pain], abdominal (epigastric) pain [pain epigastric] , gerd [gerd] , cough [cough] , neck pain. [Neck pain] , essure in place patient had pain [procedural pain] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("the patient still had pelvic pain") in a 40-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of de quervain thyroiditis in 2023 and gerd, blood pressure high, skin rash, dyslipidemia, tobacco user, hepatitis a, gilbert's syndrome, endobrachyoesophagus, hiatal hernia, peritonitis, appendicectomy and parity 1 (2006 by vaginal delivery). Previously administered products included: nova t. The patient had a family history of breast cancer (cousin) and thyroid cancer (maternal uncle). Concomitant products included ketoprofen (ketoprofen lysine), loxen (nicardipine hydrochloride) and rabeprazole (rabeprazole sodium). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 10 days after essure insertion, she experienced migraine ("migraines"). On (B)(6) 2023 she experienced a first episode of headache ("headache") and vomiting ("vomiting"). In (B)(6) 2024 she experienced tendon disorder ("tendinopathy"). In (B)(6) 2025 she experienced renal failure ("kidney failure"). Essure was removed on (B)(6) 2025. On unknown date she experienced pelvic pain (seriousness criterion intervention required), a second episode of headache ("headaches"), asthenia ("asthenia"), musculoskeletal pain ("diffuse musculoskeletal pain"), dysuria ("urinary disorders like burning during urination"), pollakiuria ("pollakiuria"), pain ("diffuse pain"), chest pain ("chest pain"), pain in jaw ("spreading to the jaw and the back"), back pain ("back pain"), hypertension ("high blood pressure"), tinnitus ("tinnitus"), endometrial atrophy ("hypotrophic endometrium"), cervicitis ("subacute atrophic cervicitis"), fallopian tube congestion ("tubal walls slightly congestive"), pyrexia ("fever"), abdominal pain lower ("pain in the left iliac fossa"), abdominal pain upper ("abdominal (epigastric) pain"), gastrooesophageal reflux disease ("gerd"), cough ("cough"), neck pain ("neck pain.") And procedural pain ("essure in place patient had pain") and was found to have uterine leiomyoma ("uterine leiomyofibromas"). The patient was treated with ibuprofene as well as surgery ((total hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain had not resolved. The outcomes for migraine, asthenia, dysuria, pollakiuria, pain, chest pain, pain in jaw, back pain, tinnitus, vomiting, tendon disorder, renal failure, uterine leiomyoma, endometrial atrophy, cervicitis, fallopian tube congestion, pyrexia, abdominal pain lower, abdominal pain upper, gastrooesophageal reflux disease, cough, neck pain, procedural pain and the last episode of headache were unknown. The reporter considered abdominal pain lower, abdominal pain upper, asthenia, back pain, cervicitis, chest pain, cough, dysuria, endometrial atrophy, fallopian tube congestion, gastrooesophageal reflux disease, the first episode of headache, the second episode of headache, hypertension, migraine, musculoskeletal pain, neck pain, pain, pain in jaw, pelvic pain, pollakiuria, procedural pain, pyrexia, renal failure, tendon disorder, tinnitus, uterine leiomyoma and vomiting to be related to essure administration. The reporter commented: thickened uterine mucosa 6 coils on the left side 8 coils on the right side essure in place on (B)(6) 2016 (patient had pain). Diagnostic results (normal ranges are provided in parenthesis if available): [angiocardiogram] (date unknown): did not show any anomaly [computerised tomogram] on (B)(6) 2020: due to deterioration of general health status and diffuse pain. [Computerised tomogram head] on (B)(6) 2023: normal [ultrasound scan] on (B)(6) 2022: no finding; on (B)(6) 2025: essure visible on the right side [x-ray] on (B)(6) 2022: did not fin anomaly linked to neck pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-feb-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). The patient still had pelvic pain [pelvic pain female], migraines [migraine], headaches [headache], headaches [asthenia], diffuse musculoskeletal pain [musculoskeletal pain], urinary disorders like burning during urination [burning micturition], pollakiuria [pollakiuria] , diffuse pain [diffuse pain], diffuse pain [chest pain], spreading to the jaw and the back [jaw pain], back pain [back pain], high blood pressure [blood pressure high], tinnitus [tinnitus], headache [headache], vomiting [vomiting], tendinopathy [tendinopathy], kidney failure [kidney failure], uterine leiomyofibromas [uterine leiomyoma], hypotrophic endometrium [endometrial atrophy], subacute atrophic cervicitis [cervicitis], tubal walls slightly congestive [fallopian tube congestion], fever [fever], pain in the left iliac fossa [iliac fossa pain], abdominal (epigastric) pain [pain epigastric], gerd [gerd], cough [cough], neck pain. [Neck pain], essure in place patient had pain [procedural pain]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("the patient still had pelvic pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of de quervain thyroiditis in 2023 and gerd, blood pressure high, skin rash, dyslipidemia, tobacco user, hepatitis a, gilbert's syndrome, endobrachyoesophagus, hiatal hernia, peritonitis, appendicectomy and parity 1 (2006 by vaginal delivery). Previously administered products included: nova t. The patient had a family history of breast cancer (cousin) and thyroid cancer (maternal uncle). Concomitant products included ketoprofen (ketoprofen lysine), loxen (nicardipine hydrochloride) and rabeprazole an (rabeprazole sodium). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 10 days after essure insertion, she experienced migraine ("migraines"). On (B)(6) 2023 she experienced a first episode of headache ("headache") and vomiting ("vomiting"). In (B)(6) 2024 she experienced tendon disorder ("tendinopathy"). In (B)(6) 2025 she experienced renal failure ("kidney failure"). Essure was removed on (B)(6) 2025. On unknown date she experienced pelvic pain (seriousness criterion intervention required), a second episode of headache ("headaches"), asthenia ("headaches"), musculoskeletal pain ("diffuse musculoskeletal pain"), dysuria ("urinary disorders like burning during urination"), pollakiuria ("pollakiuria"), pain ("diffuse pain"), chest pain ("diffuse pain"), pain in jaw ("spreading to the jaw and the back"), back pain ("back pain"), hypertension ("high blood pressure"), tinnitus ("tinnitus"), endometrial atrophy ("hypotrophic endometrium"), cervicitis ("subacute atrophic cervicitis"), fallopian tube congestion ("tubal walls slightly congestive"), pyrexia ("fever"), abdominal pain lower ("pain in the left iliac fossa"), abdominal pain upper ("abdominal (epigastric) pain"), gastrooesophageal reflux disease ("gerd"), cough ("cough"), neck pain ("neck pain.") And procedural pain ("essure in place patient had pain") and was found to have uterine leiomyoma ("uterine leiomyofibromas"). The patient was treated with ibuprofene as well as surgery ((total hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain had not resolved. The outcomes for migraine, asthenia, dysuria, pollakiuria, pain, chest pain, pain in jaw, back pain, tinnitus, vomiting, tendon disorder, renal failure, uterine leiomyoma, endometrial atrophy, cervicitis, fallopian tube congestion, pyrexia, abdominal pain lower, abdominal pain upper, gastrooesophageal reflux disease, cough, neck pain, procedural pain and the last episode of headache were unknown. The reporter considered abdominal pain lower, abdominal pain upper, asthenia, back pain, cervicitis, chest pain, cough, dysuria, endometrial atrophy, fallopian tube congestion, gastrooesophageal reflux disease, the first episode of headache, the second episode of headache, hypertension, migraine, musculoskeletal pain, neck pain, pain, pain in jaw, pelvic pain, pollakiuria, procedural pain, pyrexia, renal failure, tendon disorder, tinnitus, uterine leiomyoma and vomiting to be related to essure administration. The reporter commented: thickened uterine mucosa. 6 coils on the left side, 8 coils on the right side, essure in place on (B)(6) 2016 (patient had pain). Diagnostic results (normal ranges are provided in parenthesis if available): [angiocardiogram] (date unknown): did not show any anomaly [computerised tomogram] on (B)(6) 2020: due to deterioration of general health status and diffuse pain. [Computerised tomogram head] on (B)(6) 2023: normal. [Ultrasound scan] on (B)(6) 2022: no finding; on (B)(6) 2025: essure visible on the right side; [x-ray] on (B)(6) 2022: did not fin anomaly linked to neck pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-feb-2026: upon receipt of new follow up it was noted that argus cases (B)(4) are duplicate of each other therefore argus case (B)(4) nullify from argus database. All source documents, references. Events, reporters, lab data & relevant information has been transferred to retention case. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.